Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. We are unable to definitively determine the cause for the reported experienced. However, use error may have contributed to the foreshortening issue. Per our instructions for use (IFU): the pipeline flex embolization device foreshortens substantially (50-60%) during deployment. Take device foreshortening into account when deploying the pipeline flex embolization device. Choose a pipeline flex embolization device with labeled length that is at least 6 mm longer than the aneurysm neck. Patient age is approximate.

Event description:
Medtronic received information that at four month angio it was determined that the proximal portion of the device had foreshortened and was no longer in the m1 segment and was now in the fusiform middle cerebral artery (mca) bifurcation. The distal segment of the pipeline was still in its original position and the patient experienced no sequelae. The patient was retreated and a second pipeline was placed with no complications. This patient was initially treated for a right fusiform mca aneurysm with a single pipeline device, model and lot number is unknown. The sizing and placement of the device were completed with no difficulties. The aneurysm max diameter was 6x 15 mm. The neck of the aneurysm was 15 mm. The distal landing zone was 3.0 mm and the proximal was 3.15 mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.